Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. A device history record review was performed on two potential lot numbers, and no relevant findings were identified. If the sample becomes available this investigation will be updated with the evaluation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during suture placement, the dart detached from the suture and remained in the ligament. It is suspected that the dart did not insert properly into the carrier and was therefore cut off during placement. Completed the procedure with another capio slim, the dart remains in the ligament since it is too small to get it out. Over time the dart will be encapsulated by the body. Surgeon tried to remove the dart but with no success". No patient harm or injury. The patient status is reported as "expected to fully recover".

Event description:
It was reported that "during suture placement, the dart detached from the suture and remained in the ligament. It is suspected that the dart did not insert properly into the carrier and was therefore cut off during placement. Completed the procedure with another capio slim, the dart remains in the ligament since it is too small to get it out. Over time the dart will be encapsulated by the body. Surgeon tried to remove the dart but with no success". No patient harm or injury. The patient status is reported as "expected to fully recover".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.